Manufacturer narrative:
Batch review performed on 15 may 2018. Lot 169067: 41 items manufactured and released on 22 june 2017. Expiration date:2022-06-08. No anomalies found related to the problem. To date, 9 items of the same lot have been already sold without any similar reported event.

Event description:
About 10 days after primary the surgeon revised the patient for a cup loosening. The surgery was completed successfully implanting a larger cup.